Event description:
Boston scientific crm received information that this patient called boston scientific patient services (ps) stating that he thought his device was no longer working and that he felt lightheaded and dizzy. The patient stated that he has not been seen by any physician in over a year. Ps suggested he call 911 if he felt like he was going to pass out. No further information is available. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this event will be updated as necessary.